Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was found to have exceeded its lifespan and was subsequently replaced to resolve the issue. Based on qa assessment, the product met specifications at the time of release. The lamp was found to have exceeded rated life. Therefore, the root cause of the reported event is ¿external ¿ materials expired.¿ the manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that both port one and two lights on table top illuminator were out. The procedure details and patient harm was not reported. Additional information has been requested. Requested additional information received indicating that before a vitrectomy surgery the event occurred. There was no patient involvement.